Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted to treat a stricture caused by cancer during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2025. The anatomy of the patient was not dilated prior to stent placement. During procedure, the stent was successfully deployed. After the stent was implanted, it was observed that the looped pull wire was detached. Due to this, the stent wire was exposed. The stent was then removed using a rescue combo rat tooth forceps and the procedure was completed using another of the same device. There was no patient complications reported as a result of the procedure. Additional information received on february 20, 2026 the stent was intended to be implanted in the common bile duct. The anatomy of the patient was not torturous. The stricture presented with a size of 2 cm.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent suture break. Block h11: investigation result: based on the available information, boston scientific could confirm the reported event of stent suture break. The device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed the device with evidence of pull loop break. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Media review: the device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed the device with evidence of pull loop break. Device history record review (DHR): a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Risk review: a risk review of the wallflex biliary stents was completed and confirmed that the events of stent suture break and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent suture break.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted to treat a stricture caused by cancer during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2025. The anatomy of the patient was not dilated prior to stent placement. During procedure, the stent was successfully deployed. After the stent was implanted, it was observed that the looped pull wire was detached. Due to this, the stent wire was exposed. The stent was then removed using a rescue combo rat tooth forceps and the procedure was completed using another of the same device. There was no patient complications reported as a result of the procedure.